Event description:
(B)(4). Right after the device was implanted I stopped having periods for almost a year. Then my periods came back but were extremely severe. I soaked through super plus tampons and leaked regularly in the overnight pads I wore at work. It interfered with my work due to my constant bathroom breaks. I started to have severe full body rashes that were extremely itchy and painful. I started having night sweats that aggravated my rash and it made it impossible to sleep. My she's were spotted regularly with blood and I became a social outcast. I did a series of blood test and found I had an autoimmune issue. I also noticed certain foods made my condition worse. I tested for food allergies which were indicative that I had severe systemic candida. I also found heavy metal toxicity. No one could tell me why these severe health issues kept occurring. I had an extremely restricted diet and still occasionally had skin breakouts. Had a biopsy that said it was just dermatitis but could not explain why. Never had a period after 2013. I was only (B)(6). Tested and showed I had vertually no estrogen production. That is when I was put on bio-identical hormones. I also had severe body aches especially back/spine issues. Regular headaches and at one time suffered from severe migraines. I had a outbreak one time that looked like I had the mumps on my left side of face and something that looked like bilateral shingles. After a huge series of blood work came I came out with another dead end. My hair began to fall out very noticeably plus I started to age quickly. I felt like I was defective. Then I read an email able essure and began to put the pieces together. Now I'm getting an ultrasound and testing but expecting to be told I need a hysterectomy.